Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jaws did not fit properly to each other. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device fired? ---yes. If yes, did the clips form as intended? ---no. If no, what was the form of the clips? ---scissored. Did any clip fall into the patient? ---no. Which firing of the device did this event occur on? ---2nd firing. What vessel or structure was the device fired on at the time of the event? ---venoarterial of the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? --- the forth of grasping the trigger was much higher than usual. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? --- the forth of grasping the trigger was much higher than usual. Was the device fired after this incident in or out of the patient? ---yes, the device was fired once out of the patient. What were the indications for surgery? --- the forth of grasping the trigger was much higher than usual. What was found? --- the forth of grasping the trigger was much higher than usual. Does the patient have any relevant history of surgical treatments? --- the forth of grasping the trigger was much higher than usual. Did somebody other than the primary surgeon fire the instrument? --- the force of grasping the trigger was much higher than usual.

Manufacturer narrative:
(B)(4). Additional information: jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process